Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date ((B)(6) 2015) was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2015. Model number/catalog number: sc-2316-70, serial number: (B)(4), batch/lot number: 15734155, model/catalog description: infinion 16 lead kit 70 cm. Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 15908830, model/catalog description: precision spectra ipg kit. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients scs system was explanted due to a disloged lead. No further information could be obtained.